Event description:
It was reported that far r wave oversensing was observed via a merlin.net transmission. Plans were made to reprogram the device. Patient monitoring will continue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.